Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. (B)(4). The event was reviewed with an ees cross-functional team consisting of (B)(4). As no contact information is available, no additional follow up will be conducted. Ees medical director reviewed the information and provided the following summary: "a review of this maude event points to a subcutaneous vessel injury most likely occurring during trocar insertion. This is a well known potential complication of laparoscopic surgery during trocar insertion and generally this is due to surgeon error in not identifying and avoiding the vessel prior to trocar placement. In this particular case this does not appear to be due to any specific issue with the trocar device. At this time there is no evidence of a device malfunction or complaint causing this event." The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.